Manufacturer narrative:
Findings: no unexpected no delivery alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit was downloaded and all bolus delivered were found at the carelink report. Unit had severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched keypad overlay and stained end cap sticker. Pump passed the dat test at 0.08730 inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. Customer alleged that the insulin pump was under-delivering. Customer's blood glucose was around 200 mg/dl at the time of incident. The customer's blood glucose was 368 mg/dl at the time of the call. Customer treated their blood glucose with a bolus. The customer did not believe the insulin pump was delivering adequate insulin. Troubleshooting found the insulin pump passed a displacement test. However, the customer stated that insulin did not exit when she unhooked from the site, but the insulin pump stated insulin was delivered. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.